Manufacturer narrative:
Inspection of the power on/off cable assembly was completed at the manufacturer facility and no visual damage was observed. Our national repair center (nrc) installed the power on/off cable assembly into the cs100 test fixture and tested to factory specification per cs100 service manual. Testing passed and the engineer could not verify the reported failure ¿while the iabp was in use on a patient, the system turned itself off¿. The cable and switch was flexed several times without the system turning off.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, the system turned itself off approximately 24 hours later. When the customer turned the system off and back on, they saw that the pump was operational again. The pump was used further (approximately 10 minutes) until another pump was connected. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service engineer evaluated the iabp unit and observed that no errors were registered in the diagnostic logs. The service engineer checked the voltages and wire connections around the solenoid board, main board, and power supply; all tested ok. The service engineer also checked backup battery condition, which was ok. Further testing found that a slight movement of the on/off switch would turn the system off. The service engineer observed that releasing the switch, which would then spring back to the full on position, would not restart the system. The switch needed to be turned fully off, and then back on to start the system. The service engineer replaced the on/off switch and tested the unit. The system did not turn itself off during testing. The hospital ran the iabp unit over the weekend as part of testing. After further testing, the fault did not reoccur.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, the system turned itself off approximately 24 hours later. When the customer turned the system off and back on, they saw that the pump was operational again. The pump was used further (approximately 10 minutes) until another pump was connected. No adverse event was reported.